Event description:
It was reported that before an unknown procedure, it was found before use that there was a hole which was about 5 mm in length on the tyvek sheet. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Final analysis found that measured data was lost when the battery voltage was reduced to 2.3 v. This was caused by a discrepant integrated circuit. After replacing the inte- grated circuit, the device functioned normally.